Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The following information was gathered via follow-up: - additional device information, date of implant, and - device manufacture date.

Event description:
Follow-up further confirmed the patient's original ipg became inoperable after the patient underwent an unrelated surgical procedure.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's ipg became inoperable after the patient experienced a fall and underwent an unspecified emergency surgery. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.